Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿pain¿ and ¿knot on the right breast¿. Hcp had stated that the implants will have to be removed. Explant information is unknown.